Manufacturer narrative:
Lumenis is currently investigating the reported event. When relevant information is provided to lumenis by the physician regarding this report, lumenis will file a follow-up medwatch report.

Event description:
It was reported by a user facility that a physician sustained a laser light flashback during a procedure with a lumenis novus spectra laser.

Manufacturer narrative:
Lumenis completed the investigation of the reported event contacting the facility and the treating physician, an ophthalmologist, directly. The treating physician reported a "weirdness or glare in the right eye", describing the occurrence similar to having your picture taken with a flash followed by post-flash ocular refocus. The physician stated if they angle the microscope in certain positions their right eye will present a sparkle/glimmer. Lumenis requested the physician consult with another ophthalmologist, to obtain a complete eye examination. The physician stated they would not have time to do so in the foreseeable future. A lumenis ophthalmic medical director, reviewed the treating physician's reported sequela concluding, the worst-case scenario is direct damage to the fovea. However, this is unlikely in this case as reducing central vision to zero would prompt the trained physician to undergo ocular examination. There is no indication of post-incident pain so corneal impact is unlikely. Other than the flash, there is no indication of residual side effect & postponing a check-up indicates the physician does not feel immediate treatment is necessary. An examination of the subject device system was completed by a lumenis technical specialist, revealing laser output to meet manufacturer's specifications. Additionally, the technical specialist identified an incorrect laser link fiber (an accessory that connects the laser unit to the delivery device) attached to the slit lamp. The fiber installed on the system was designed to work with a fixed eye safety filter, yet the subject device laser system is fitted with a moving eye safety filter. A review of service documents for the subject device laser found the incorrect fiber had been installed by a service engineer at an earlier service visit. The engineer, experienced with laser technology and qualified for providing laser service, was unable to recall the reason for the fiber error. Human error is determined to be the cause of the event. A review of subject device operator's manual found the labeling to be unrelated to the event report. A review of subject device risk & hazard analysis found the reported error is anticipated within the assessment. Based on the large install base of subject device lasers systems installed over a period of twenty years with one (1) incident report, a lumenis ophthalmic medical director concluded the potential for recurrence as improbable.